Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported one of the bottom teeth became loose as a direct result of the aligners. Due to this ongoing issue the patient has discontinue treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.